Event description:
Balloon burst during initial inflation. When the balloon was out they found half of the balloon was missing and there was severe resistance on pulling the shaft over the wire. A snare was introduced and everything was pulled out at once. The rest of the balloon was hanging at the tip of the sheath.